Event description:
On (B)(6) 2012, therakos rec'd a report of a blood leak at the photoactivation chamber during buffy coat collection in cycle 1. Nurse disconnected the pt and stopped treatment. The blood lost from pt was around 100 ml. Pt was in good condition.

Manufacturer narrative:
Batch record review of xts kit lot z759 showed the lot met all release requirements. The complaint sample was not returned, therefore, the complaint cannot be verified. (B)(4).